Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was located in a severely calcified left anterior descending artery. The lesion was ablated with rotational arthrectomy. The nc quantum apex mr 12mm x 2.25mm balloon was used and ruptured at the rated burst pressure. The number of inflations and to what atmospheres is unknown. The procedure was completed with a different device. No patient complications were reported and that patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: visual examination showed there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall between the proximal and distal markerbands. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the vessel was mildly tortuous. The balloon was inflated to twelve atmospheres on the first inflation and ruptured at fourteen atmospheres on the second inflation. The device was removed intact.